Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. He changed the insulin pump's battery and it alarmed failed battery test again. Customer's blood glucose level was not reported. While troubleshooting the insulin pump alarmed weak battery test. The device was not returned.